Event description:
The customer stated that her meter had been reading high. She performed a control test and received a result of 175 mg/dl. The normal control range is 91-125 mg/dl. The customer did not allege any adverse events. The test strips and meter are to be returned for eval, and replacement products will be sent.